Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone17.1 cgm sensor type: not provided please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported that the patient was hospitalised due to low blood glucose levels not related to their pod, but instead related to their dexcom sensor, on an unspecified date in (B)(6)2026. Whilst hospitalised, the patient began experiencing high blood glucose levels and they noticed that their pod had not been delivering insulin for roughly eight to ten hours. Symptoms reported included a dry mouth, fatigue and lethargy. The patient received unspecified treatment for the high blood glucose levels. The patient was admitted to hospital for seven days; however, they reported that the length of the hospital admission was not fully related to the high blood glucose level.